Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred one year after implant.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine one (1) year follow up examination, transesophageal echocardiography (tee) revealed a thrombus on the closure device. The patient was placed on anticoagulation (eliquis) medication.